Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 16 events for the failure: overheating of device. - 16 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 16 events were reported for this quarter. Product return status. 16 devices were evaluated based on historical data analysis. Evaluation findings (results/components). 16 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable product disposition. 12 devices: product not received. 4 devices: scrapped by stryker. Additional information. 16 devices were not labeled for single-use. 16 devices were not reprocessed or reused.